Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of the device. The photograph displayed the single use loading unit (sulu) which had an engaged interlock and prefired cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur if the sulu is loaded improperly into the stapler. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open procedure, the device partially fired. There was no shipping wedge on the initial reload and staples had already looked deployed. Used new reload to put in the stapler, no injury to patient. The patient is fine and was not involved with the device at the time of the issue.